Event description:
It was reported that the electrical cord on the rover was sparking during preparation for a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer field service technician checked the power plug and ran all safety checks and found nothing wrong with the rover. The device was returned to service.